Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient cannot lean back or it shocks them. Patient reported being in a motor vehicle accident when they left the hospital after implant. Patient reported decreasing from 108. To 1.0 does not eliminate or resolve the uncomfortable stimulation. It was recommended patient to notify the healthcare professional (hcp) about the car accident to possibly have the stimulator checked and/or reprogrammed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that the shocking was due to inflammation from after surgery. They need meds and ice for such. They are currently doing good. No further complications were reported or anticipated.